Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported the dermatome depth gauge was not functioning. It is unknown if the device was in contact with a patient when the issue was discovered. No patient injury is alleged.